Manufacturer narrative:
Reported event: the end piece of the mics was stuck in the "lock position" after the planar sawblade cuts. Could not open to place the burr piece so had to be replaced during the case. Product evaluation and results: RMA# 277047; sn# (B)(6). Factory service technician: (B)(4). 1. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor). Other (rtv) reason: failed collar test. Product history review: device history records indicate 25 devices were manufactured under lot k0c5j and 25 devices were accepted into final stock on 12/13/18. Complaint history review: a review of complaints related to p/n 209063, prodex lot k0c5j shows 01 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that (B)(4) and CAPA 1450904 are associated with the failure mode reported in this event.

Event description:
The end piece of the mics was stuck in the "lock position" after the planar sawblade cuts. Could not open to place the burr piece so had to be replaced during the case. Case type: pka. Surgical delay: 30 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The end piece of the mics was stuck in the "lock position" after the planar sawblade cuts. Could not open to place the burr piece so had to be replaced during the case. Case type: pka surgical delay: 30 minutes